Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the firmware needed to be update. The technical support specialist initiated a new ticket for the overflow team to address the issue. Subsequently, it was confirmed with the customer, and the complaint file has been successfully closed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the pyxis medstation es system, an incorrect cubie pocket has been opened. The customer reported that the wrong pockets are being accessed when the medication is dispensed. There were no adverse events or injuries reported based on this incident.